Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an "error 41622". No patient was involved in this event and no adverse effects were reported.

Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition. Functional testing was performed, and the pump was also visually inspected. The customer's reported problem was verified. The pump was inspected, and the motor test was performed in mu, it alarmed with error code 41622. The device was opened and found that the motor was jammed or not able to turn with no visible debris. Further investigation of the pump determined that the motor is the cause of the issue. The motor will be replaced.